Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. The physician advanced the 1.5x8mm apex flex balloon to the lesion and on the first inflation, inflated it to 6atms for five to ten seconds and the balloon ruptured. There were no patient complications. The device was removed intact. Patient status is reported as "good." This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.